Event description:
It was reported that the patient had frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per facility protocol.

Manufacturer narrative:
Exact date unknown, event occurred couple of months from the date the manufacturer became aware of the event.